Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the power cable from the amplifier to the isolation transformer was damaged and caused a fire. The isolation transformer was switched on, made a click, and the power cable started a fire. No patient was involved. The outcome of the event is not known. It is also unknown if device is available for return. Additional information was received. The fire stopped but the power cable was damaged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the power cable from the amplifier to the isolation transformer was damaged and caused a fire. The isolation transformer was switched on, made a click, and the power cable started a fire. No patient was involved. The outcome of the event is not known. It is also unknown if device is available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The labsystem clearsign amplifier was selected for use. It was reported that the power cable from the amplifier to the isolation transformer was damaged and caused a fire. The power cable of the amplifier would short-circuit when turning on the isolation transformer, sparks were seen by the physician. The fire stopped but the power cable was damaged. The procedure was cancelled due to this event. The patient had not yet arrived when the issue occurred. Therefore, no patient was involved at the time of procedure cancellation. Field service was requested to check the electrical functionality of all the capital equipment connected to the isolation transformer.